Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The customer was sent an alarm board pn 768588a to resolve the issue, no further investigation was necessary.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that the "low battery" light stays on despite replacing the battery. There was no indication of patient involvement.